Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient's mother reported that her son's blood glucose (bg) levels reached 27.8 mmol/l (500 mg/dl) while wearing the pod between 24 and 36 hours on the arm. No ketones were found in the patient's system. When the pod was removed, it was noted that the cannula appeared slightly bent. As treatment, a manual injection of insulin was administered and a new pod was applied.

Manufacturer narrative:
The pod was returned to the manufacturer for a device evaluation. No kinks or bends were identified on the exposed portion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The data shows no increase in pulse widths that would indicate a fluid path occlusion like a bent cannula. No other defects were identified during the investigation.